Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that the trocar seal broke off. The customer was able to replace the seal and continued with the procedure. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the cannula seal accessory to be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. As of 12/23/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details via system logs cannot be performed because the accessory's usage is not present in the logs. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.